Event description:
It was reported that, "peg centering drill got bound up in the drill guide and broke. The instrument was removed from the field and cleaned to be returned to stryker. No adverse affects to the patient are being reported."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.